Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor signal not found and not showing accurate readings. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-1884. Troubleshooting was partially performed and found that the sensor glucose value was 50 mg/dl at the time of incident. Low limit settings value was 80 mg/dl. The customer was advised that the sensor may no longer be responding to glucose changes, therefore the customer will replace the sensor. No harm requiring medical intervention was reported. No product return is required for mmt-7040a, mmt-1884.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced not showing accurate readings. The customer blood glucose was 80 mg/dl and sensor glucose value were 50 mg/dl at the time of incident. Troubleshooting was performed and found the difference between sensor glucose and blood glucose values was beyond 30% limit which is not within range. Insulin delivery was not suspended due to difference. Mmt-7040a was requested and customer returned the product for analysis.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in section b5, h6(medical device problem code) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.